Manufacturer narrative:
Product ID: neu_label_acc lot# serial# unknown, product type accessory product ID: 3889-28 lot# va06101, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was further reported that the patient was still having concerns but working with their physician and/or a company representative. Last appointment was noted to be (B)(6), 2013.

Event description:
It was reported that the patient was unable to play their informational dvd. A new one was sent to the patient. Four days later, it was reported that the dvd would not work in the patient's computer. They put it in a dvd player and it worked fine. The patient was dissatisfied that the patient had to have her programmer with her because her doctor told her that she would not need it. It was also reported that the patient turned her stimulation off because, it was causing her heart to flutter at a fast rate. It was stated that the patient had been shocked and the stimulation had been painful. On program 1 the stimulation was not effective, but she could feel it. Program 2 "went from no feeling to a shock". On program 3 the patient could feel stimulation, but after 3 days, the patient felt stimulation throughout her entire body. Her heart rate went up "very high" and her blood pressure rose as well. The patient felt stimulation in her "left butt cheek". When the patient tried program 3 again, she got a shock down her leg. Patient tried program 4 at 0.3 v and felt stimulation "close to her rectum". Further information has been requested. If more information is received, a follow up report will be sent.